Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user experienced hyperglycemia with blood glucose (bg) rising to 270 mg/dl after the dexcom g7 sensor disconnected from the ilet. The sensor later reconnected, and the ilet resumed insulin dosing with bg trending down. No hospitalization or long-term health effects were reported.